Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was experiencing discomfort. The patient presented in clinic with a swollen pocket and irritation at the incision site. Upon examination, there were no signs of infection however it was still suspected that there was a possible underlying infection. There was no allegation from the physician that it was product or procedure related. On (B)(6) 2018, the system was explanted and replaced. Patient was stable post procedure.